Event description:
It was reported that the patient was having increased pain despite the increases to medication dosing. When the nurse emptied the pump at the patient's previous refill, she found 40ml of morphine in the reservoir. The patient never showed any signs of withdrawal and radiography showed no evidence of an inflammatory mass. The pump was still working, so a catheter revision was attempted on (B)(6), but no cerebrospinal fluid could be aspirated and the catheter could not be removed easily. After not being able to find the junction between the two catheter segments, the physician decided to leave the old catheter in place and place a new catheter to connect to the pump. It was stated that the physician "sutured the extremity to avoid cerebrospinal fluid leakage." It was noted that the patient had a life expectancy of one to three months. It was reported that there had been patient injury. The drug used in this system was morphine.

Manufacturer narrative:
Product ID 8731sc, product type catheter.

Event description:
Additional information received reported that the drug in the pump was morphine 20 mg/ml, 4.397 mg/day. The catheter issue was reported to be an occlusion. The location of the occlusion was not known, as the surgeon was not able to pull out the catheter (as previously reported), noted to have likely been because of metastasis from a lung tumor that was very extensive. There were no pump logs available. The status of the patient was unknown and the patient was being followed at a pain clinic.

Manufacturer narrative:
(B)(4).